Manufacturer narrative:
The customer returned the suspected contour® next one meter (serial #(B)(6)) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 3mneg02a) using blood spiked with glucose at 135 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.the contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter with serial # (B)(6) and no manufacturing anomalies were found. Additionally, information in section h8 has been updated.